Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract when the button was pressed. The following information was provided by the initial reporter: "nurse stated that after removing the needle from the peripheral IV catheter and hit the needle retract bottom and it would not retract."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-apr-2023. H6: investigation summary: bd received eleven sealed 22 gauge insyte autoguard units from lot 3024406 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical defects or deformities. Next, the units were tested for needle retraction and each device retracted successfully and without issue. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract when the button was pressed. The following information was provided by the initial reporter: "nurse stated that after removing the needle from the peripheral IV catheter and hit the needle retract bottom and it would not retract."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.